Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose event with a reported value of 55 mg/dl while using the ilet bionic pancreas with a dexcom g7 continuous glucose monitor (cgm) after eating breakfast and performing physically demanding work while remaining connected to the pump; the event was managed with oral glucose tablets, and the user received troubleshooting and exercise education, including instruction not to preload carbohydrates during exercise. Symptoms included hypoglycemia with hot flashes, diaphoresis, anxiety, and confusion or disorientation. Outcomes included an unexpected medical intervention in the form of oral glucose administration, without serious injury or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem and no device findings, and the device component could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was not established.